Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient reported that the ins quit working in 1994. The patient stated that their healthcare provider (hcp) did not have the ins "positioned right" because pain went down into their groin. The patient tried calling their hcp at the time, but the hcp never addressed the issue. In the past year and half the patient has had pain near the ins, noting that it felt like "needles sticking." The patient also stated that the ins site was sensitive "real bad." The patient asked if the ins and implanted wires could be explanted. Patient was advised to discuss with an hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.